Event description:
It was reported that during a da vinci-assisted hiatal hernia repair and nyssen fundoplication surgical procedure, tissue seemed to be getting stuck on the vessel sealer extend (vse). The issue occurred several times while the surgeon was sealing and then cutting with the vse to dissect through tissue, after opening the jaws after cutting. The surgeon would cut through tissue again with the vse or rotate wrist/jaws to gently pull tissue off instrument jaws. The vse was used frequently throughout procedure and midway through procedure, there was some char observed on the vse jaws. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tissue that was adhered to the instrument may have been fatty tissue. Prior to the interaction where the sticking was observed, it is unknown how long the instrument was in use, the surgeon had used the vse multiple times to seal and cut. The tissue was getting caught in the jaws of the instrument. The tissue was released by rotating the wrist and jaws to gently pry off the tissue that was stuck on the jaws or by cutting via re-attempting to press the pedal on the vse. There was no tissue excised nor bleeding due to this event. It is unknown if the patient experienced any postoperative complications or the patient's current status.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend (vse) instrument to perform failure analysis. The customer did not issue the return of the instrument.